Manufacturer narrative:
This report is submitted on 12 mar 2021.

Event description:
It was reported the patient experienced an infection at the implant site, resulting in the decision to explant the device. The device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.